Event description:
Additional information was received on 20jul2021. The sheath size used during the procedure was a 5fr. A pre-deployment angiogram was performed. There was no resistance that occurred.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included that header bag, arteriotomy locator, hemostasis sheath and carrier tube assembly. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear-lock position. Visual inspection revealed a longitudinal cut was seem on the hemostasis sheath revealing the anchor in the sheath. No other visual anomalies were observed on the device. Based on the state of the returned device, functional testing could not be performed. The longitudinal cut on the hemostasis sheath is consistent with information in the complaint description that "the account opened the angioseal device with a scalpel to confirm". The complaint could be confirmed for device pullout. The exact root cause of this failure cannot be determined. The likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- md. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vip system did not deploy, and manual pressure was needed for closing. There was no patient injury, medical/surgical intervention required. The patient condition and procedure outcome were technically a success. Additional information was received on 06jul2021. The procedure was an ufe. All the proper steps were performed to deploy the angio-seal. However, the whole device pulled out and there were no components left in the patient. There was no tension during deployment. The account opened the angio-seal device with a scalpel to confirm. Hemostasis was achieved by manual compression. It is unknown if a pre-deployment angiogram was performed. The patient's condition was stable. The patient pulse was good. The estimated blood loss was less than 250cc.